Event description:
It was reported that the 9800 system was very slow to pull up images and some patient images were lost. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and cpu were replaced during the service call. The system was tested and found to be working as intended and put back into service.